Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that sensor error was reported. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient became aware of the sensor error, more than 3 hours after she was alerted, she developed symptoms of polydipsia, dizziness, and malaise. She did not check the blood glucose (bg) because she had no supplies. She called her doctor and was advised to go to a hospital. The patient's spouse transported the patient to the hospital. At the hospital, the nurse checked the bg, and it was 400 mgdl. The display device still showed sensor error at that time. The patient stayed for 9 hours in the hospital with a bg reading of 366 mgdl before she was advised to go home. While in the emergency department (ed), she was given insulin intravenous (IV), water, eliquis, and metoprolol (25 mg) twice a day. There was no documentation of further medical evaluation or intervention for symptomatic hyperglycemia. At the time of the report, the patient was fine. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.